Event description:
The company was made aware that the pt's device was explanted due to facial paralysis and pain at the implant site.

Manufacturer narrative:
The pt was explanted for medical reasons. External visual inspection of the device revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This is the final report.